Event description:
On (B)(6) 2014, the reporter contacted animas alleging tha thte pump was giving recurring loss of prime alarms at random. The reporter confirmed that the issue continued after replacing the cartridge with a cartridge from a new box. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.